Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette issue. There was no patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on 15-sep-2022 via email and attached to the complaint object: all issues with this device were found during testing at our facility for repair and recertification. No patient involvement was indicated to me, or our technician, at the time the pump was received at our facility for repair. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Functional evaluation was performed. During the investigation, it was found that the latch lock optic flex circuit was non-functioning. It was not possible to perform calibration and occlusion pressure tests. Error codes were not found in the device event history log. Results: the customer reported problem of latch lock flex problem was duplicated during the investigation. Root cause would be attributed an inoperable latch lock flex, but who caused the reported event is unknown. Replacement of the latch lock flex is recommended. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: d4: correction: model number: 2120.